Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported hole non specific. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d3; d6b; g1; h6.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.